Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of the tubing breaking at the 2nd port could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20053019 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of tubing defective/broken with lot #20053019 regarding item #2426-0500 due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing set broke. This occurred on 50 occasions. The following information was provided by the initial reporter: material no: 2426-0500; batch no: 20053019. It was reported that there have been close to 50 tubing sets break at the second port when opening the package, prior to priming. We have been having our tubing break at the second port when opening the package, prior to priming the tubing with saline. I know that all infusion sites do not use this particular tubing for chemotherapy. This is where the tubing is basically snapping. We have now had close to 50 items break.

Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of the tubing breaking at the 2nd port could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 20053019 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 04may2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing set broke. This occurred on 50 occasions. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20053019. It was reported that there have been close to 50 tubing sets break at the second port when opening the package, prior to priming. We have been having our tubing break at the second port when opening the package, prior to priming the tubing with saline. I know that all infusion sites do not use this particular tubing for chemotherapy. This is where the tubing is basically snapping. We have now had close to 50 items break.